Event description:
Attorney's report of patient's bowel adhesions and small bowel obstruction which required a procedure to dissect the bowel free from the mesh in 2005. An additional surgery was performed in 2006 in response to abdominal pain during which the mesh was explanted and said to have caused an infection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our current knowledge.